Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap; there is indication of slight melting on metal cap output window; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char on metal surface; the outer flow tubing open end exhibits signs of melting; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 41,650 joules of use, laser vaporization became ineffective and aiming beam was very dim. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber (239,2205 joules of use). "No injury" to patient was reported.